Manufacturer narrative:
Reported event: the event reported that a partial knee end effector's trigger magnet detached. Foot pedal was used to complete the case. Device evaluation and results: visual inspection: the magnet was confirmed missing from the trigger. The magnet was found magnetized to the handle of the knee end effector. Magnet had remnants of glue. Dimensional inspection: visual inspection confirmed the failure. Functional inspection: without the magnet, the end effector is non-functional. Device history review: review of device history records indicate (B)(4) devices were accepted into final stock on 06/24/2016 with no reported discrepancies. Complaint history review: review of complaint records in the trackwise for p/n 111758, l/n 19340515 database show three (3) other complaints related to the failure in this investigation. The pr#'s are (B)(4). Tracking of complaints related to the 111758 part number will be tracked through quarterly trend request #(B)(4). Conclusions: the failure was confirmed. The magnet was found magnetized to the handle of the knee end effector and had remnants of glue. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the magnet of the end effector fell off. This did not affect the case or the patient. The foot pedal was used and the breakage did not affect the outcome of the case which was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the magnet of the end effector fell off. This did not affect the case or the patient. The foot pedal was used and the breakage did not affect the outcome of the case which was successful.